Event description:
It was reported to philips that the heartstart mrx defibrillator was charged to 150 joules and when th shock button was pressed the screen went blank and no shock was delivered. The screen came back on after a few seconds and the unit wa still monitoring, but it was no longer charged. There was no adverse effect to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.